Event description:
This will be filed to report a tissue injury and worsening mitral regurgitation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Two clips were implanted successfully. A third clip was inserted, but after grasping was performed, it was observed the posterior leaflet tore, causing mr to increase to a grade of 4+. Therefore, the clip was removed and mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (worsening mr) associated with mr increasing to 6 was due to the posterior leaflet tear. The cause of the reported unspecified tissue injury (surgical procedure) associated with the posterior leaflet tear could not be determined. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.